Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to confirm the motor position encoder error alarm due to erased history file. Device was unable to perform the occlusion, no delivery and verify no delivery alarm due to motor error alarm. Device passed the rewind, basic occlusion, prime and displacement tests. It was received with scratched display window, cracked display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and bolus and the he woke up with high blood glucose of 442 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer was able to rewind. The alarm history showed a no delivery alarm as well. Customer was able to prime during troubleshooting. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.